Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted the report with incorrect information in multiple fields. This report contains the correct information for MDR 2518422-2020-02751.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd display was found to be blank. The device's lcd display was replaced to address the issue.